Manufacturer narrative:
As of today, device return has been requested for this complaint but has since been confirmed that it was returned as a repair only and therefore not evaluated for complaint purposes. Without a full complaint evaluation we cannot further investigate or confirm the details supplied in this complaint and try to determine a root cause. A review of the associated manufacturing assembly records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release.

Event description:
It was reported that the battery of the device did not charge. There was a back up device available. No harm or impact to the patient was reported.